Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head image was foggy and not clear. The issue occurred during procedure and was completed with a similar device. There were no reports of patient harm.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No issues were found with the returned device. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "make sure that the image is normal when connecting to the system. If the cover glass is dirty or optical parts malfunction, the image could be fogged or inaccurate resolution and color could result". Olympus will continue to monitor the field performance of this device.